Event description:
It was reported that the right ventricular lead showed increased impedance in bipolar. The thresholds were also increased. The lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead had a steady rise in impedance that was now measuring high impedance in unipolar configuration.